Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). Manufacturing location: (B)(4) supplier: (B)(4). Manufacturing date: october 29, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a part of the tip of a front cutter broke off. It is unknown when the issue occurred or when it was detected, but it was reported there was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the investigation has shown that one (1) part of the jaw has broken off. The edges show dents, which lead to the assumption of frequent use. This damage can only be obtained by pinching an object between the guiding block and its counterpart. The load of a normal usage goes through the cutting edge and not through the guiding block. The investigation of documentation for material and manufacturing shows that the instrument was manufactured in october, 2014 to print specifications. A failure in material or manufacturing could not be detected. No indication for material, manufacturing, or design related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.